Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported on 1/27/2021 that the rep received a call from the surgeon on (B)(6) 2021 about a revision surgery they scheduled for (B)(6) 2021 to revise a rotator cuff repair. The reason for the revision surgery was due to a recent MRI that was just done on a patient due to continued pain in the shoulder. The MRI identified a loose ¿swivelock¿ anchor loose in the patient¿s subacromial space. The surgeon reported to the rep that the initial date of surgery was on (B)(6) 2020. The surgeon stated from their operative note that at the time of surgery, they repaired the cuff using a triple loaded s&n healicoil anchor and after passing and tying, took all six limbs of suture over to a single 5.5 biocomposite swivelock.